Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "at the last attempt to insert the catheter, 3 of them were useless. Finally, we borrowed the device and the catheter from department koiim. Fortunately, this patient was a patient on ECMO, so his life was not threatened". Additional information states there was an attempt to insert each catheter. It was reported all 3 catheters were inserted into the same insertion site. The patient's current condition is reported as "still on ECMO". Please see associated MDR #'s: 3010532612-2024-00758, 3010532612-2024-00759, 3010532612-2024-00830.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "at the last attempt to insert the catheter, 3 of them were useless. Finally, we borrowed the device and the catheter from department (B)(6). Fortunately, this patient was a patient on ECMO, so his life was not threatened". Additional information states there was an attempt to insert each catheter. It was reported all 3 catheters were inserted into the same insertion site. The patient's current condition is reported as "still on ECMO". Please see associated MDR #'s: 3010532612-2024-00757, 3010532612-2024-00758, 3010532612-2024-00759, 3010532612-2024-00830.